Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise on the stored electro-cardiogram was observed. The pace-sense portion of the right ventricular (rv) lead is placed in the left ventricular (lv) port and the lv lead is in the rv pace sense port. There is evidence of oversensing of a fibrillation sense (fs) with pacing inhibition in the rv chamber (lv lead). The lead remains in use. No patient complications have been reported as a result to this event.